Event description:
It was reported that after cholecystectomy procedure, the surgical staff reported the hook of the monopolar cautery instrument broke off while they attempted to remove the hook. The piece was discarded and nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.